Event description:
It was reported by customer's mother that the insulin pump is under-delivering insulin and not alarming no delivery. The blood glucose reading is 539 mg/dl. Customer treated with insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.